Manufacturer narrative:
Implant date was entered as (B)(6) 2012 because the information states that the patient has had the device for about 10 years. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) for about 10 years. After open heart surgery the device would not deflate. The staff tried to deflate the cylinders and they broke. There were no patient complications reported.